Manufacturer narrative:
Per follow up info received, it has been determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hypothermia patient was on arctic sun device (s/n (B)(6)). The cooling portion of therapy has completed but nurse now needs to extend cooling until tonight and needs assistance programming it. The patient temperature was 33.4 c and wanted to cool patient back to 33 c. Screen was currently frozen. Advised nurse to power the device off and back on and then screen was functioning properly. Guided nurse on how to adjust the cooling time using the adjust box in the cooling patient tab and now set to cool patient to 33 c for 6 hours and 15 min and switch over to rewarm patient approximately 8 pm tonight. The arctic sun device alerted 03 (water reservoir low) and water level shows 2 bars with artic gel pads empty. Guided caller in filling the arctic sun device with sterile water. 1.5 liters of water was added and water level now shows 4 bars. By end of call there was no other alerts or alarms. Patient temperature was 33.6 c, the water temperature was 16.9 c and the flow rate was 3.0 l/min. Per follow up via (B)(6)-nurse on (B)(6) 2021, stated issue was resolved while troubleshooting and patient completed therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hypothermia patient was on arctic sun device (s/n (B)(4)). The cooling portion of therapy has completed but nurse now needs to extend cooling until tonight and needs assistance programming it. The patient temperature was 33.4c and wanted to cool patient back to 33c. Screen was currently frozen. Advised nurse to power the device off and back on and then screen was functioning properly. Guided nurse on how to adjust the cooling time using the adjust box in the cooling patient tab and now set to cool patient to 33c for 6 hours and 15 min and switch over to rewarm patient approximately 8pm tonight. The arctic sun device alerted 03 (water reservoir low) and water level shows 2 bars with artic gel pads empty. Guided caller in filling the arctic sun device with sterile water. 1.5 liters of water was added and water level now shows 4 bars. By end of call there was no other alerts or alarms. Patient temperature was 33.6c, the water temperature was 16.9c and the flow rate was 3.0 l/min.